Manufacturer narrative:
The reported events of guidewire could not be inserted and guidewire being pushed through the lead body were confirmed. As received, a complete lead was returned in one piece. Guidewire could not be inserted due to kinked inner coil at the s-curve region which is consistent with procedural damage. Lead insulation was punctured in this location. The cause of the reported events was isolated to procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the guidewire was unable to be advanced into the left ventricular (lv) lead. After multiple attempts the guidewire was pushed through the lv lead body. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.